Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the device would shut down during interrogations. It was noted that a system error was found in the parsing sheet. Analysis did confirm the customer comment that the device was slow to load, it took one minute and fifty five seconds to boot up to the normal screen the first time. Following that it did boot normally. Also there was "slow boot" in the parsing sheet. The hard drive was reconfigured and the software reloaded. It was additionally noted that a solder joint on the electrocardiogram on the link electronic module (lem) board was cracked and the lem board was therefore replaced and recalibrated. (B)(4).

Event description:
It was reported that the programmer was slow to load and shut down during interrogations. The programmer was returned for service. No patient complications have been reported as a result of this event.